Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage on the screen and could not read the display. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.